Event description:
The patient was undergoing a coil embolization procedure to treat a cerebral aneurysm using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, while the physician attempted to advance a smart coil in the aneurysm, the physician experienced resistance. Subsequently, only a partial of the smart coil was inserted into the aneurysm. It was then noticed that there was thrombus in the aneurysm that was not seen during the planning stages. Therefore, as the physician attempted to advance the smart coil more, it started to cause push back and prolapse the microcatheter instead of filling in around the thrombus. Therefore, the smart coil was removed. While the physician attempted to advance a new smart coil through the microcatheter, the physician experienced resistance. Subsequently, the smart coil would not advance through the distal end microcatheter after a few attempts were made. Therefore, the smart coil was removed and while attempting to re-sheath the smart coil, the hospital staff kinked the smart coil. The microcatheter was also removed to flush as it was clogged, and the physician then decided to continue the procedure using a new microcatheter. The procedure was completed using a new smart coil and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.